Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/29/2023, it was reported by a distributor via (B)(4) that an ar-8332h shaver handpiece feels warm when in use. This occurred during a case that was noticed overtime, and there was no effect on the patient.

Manufacturer narrative:
Visual comments and observed conditions: cable: normal wear & tear. Housing: scratches, stains and/or dents. Functional evaluation: device ar-8332h, (B)(6) was subjected to functional testing per wi-000100858. The shaver handpiece (shp) was tested with a known good shaver console unit (scu). The device passed all functional test criteria. The device was then subjected to a touch temperature thermal test per plm104713. The device, (B)(6), passed the thermal test with a maximum temperature of 22.57° c. The touch temperature maximum limit per bs en 60601-1 2006+a 12 2014. Standards is (48° c). No evidence of excessive heat during the 24 min. Test period was noted. Overheating may occur if the device is operated in a dry environment or when users exert significant force during use. Applying significant force to the shaver handpiece may result in damage to the inner and outer sleeves of the device blade attachments, thereby causing friction and overheating when in use. The customer¿s complaint of, "ar-8330sj shaver hp is overheating", is therefore not confirmed. (Refer to touch temperature thermal test form).